Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation observed dashes (---) for the sensor parameter. The programmer would not allow any reprogramming of the device. Measured battery data was 2.73v, 2 kohms, and 11 ua, the same as the last follow-up in may 2002.